Event description:
It was reported that the patient presented to the emergency room with arrythmia. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture. Chest x-ray was performed, and the rv lead was confirmed to be dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received a complete lead was returned with the helix bend and clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to measure helix extension length due to the helix was damaged as received. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.